Event description:
<P>it was reported that the cartridge was not fitting properly on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support advised the caller to inspect the pump, remove the o-ring from the pneumatic tap, and clean the area with an alcohol wipe or lint-free cloth. The customer agreed to clean but decided to continue using the old cartridge for the time being, planning to remove the o-ring when changing it.</p>.